Event description:
The customer reported that insulin pump was not delivering the insulin programmed for her boluses. The blood glucose reading was 288mg/dl. Assisted the caller to review the settings in the bolus wizard and found that the parameters were not entered correctly. The customer mentioned that she bolused several times the day before and there was no insulin coming out, but the customer did not receive any alarms. Troubleshooting was performed, and the customer believes that the device is under delivering. The alarm history was reviewed, and found low battery and low reservoir alarm. The bolus history was checked and found that the customer had suspended the device, which it could be the reason of insulin not coming out. Advised the caller to discontinue the use of the device. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The bolus wizard functions properly. The device was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history.